Manufacturer narrative:
510k: this report is for an unknown schanz screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between july 1996 and july 1998. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: macchiarola, a. Et al (2000), uss-fissatore interno nelle fracture vertebrali lombari e toraco-lombari uss-internal fixator in lumbar and thoracolumbar vertebral fractures, la chirurgia degli organi di movimento 2000 april to june,volume 85(2) pages 177-184. (Germany). This report aims to confirm the effectiveness of the surgical treatment of lumbar and thoracolumbar vertebral fractures with the use of the uss-ao internal fixator. Between july 1996 to july 1998, a total of 32 cases (14 male 18 female) of lumbar and thoracolumbar fractures were treated, of which 15 (4 amyelic) were submitted to surgical reduction and stabilization with an internal uss fixator. The mean duration of follow-up time was 10 months. The following complications were reported: 2 cases of type a had absence of recovery of neurologic lesions. Hematoma; breakage of the screw with lateral stabilization to the pedicle, with no clinical. Disorder and with good maintenance of reduction about 18 months after implantation. This report is for an unknown synthes schanz screw. This is report 2 of 2 for (B)(4).